Event description:
Customer reportedly received the following results on an aviva meter, within 10 minutes: hi (>600 mg/dl), 479 mg/dl, 460 mg/dl, 517 mg/dl, 176 mg/dl, 182 mg/dl, and 187 mg/dl. No serious injury reported. Requested return of suspect device for evaluation and replacement was sent.